Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsx47b11, (tsx implant, 4.7mmd, 11.5mml) for evaluation. Visual evaluation of the as returned device identified the implant packaging was already opened. Tamper resistant seals were broken. No signs of malfunction that would contribute to the event. Measurements match drawing. The coob is non-verifiable as the conditions of the packaging when delivered to the customer are unknown. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record.   Device history record (DHR) review was completed for the subject lot number 1269084. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR.   Complaint history review was performed for the reported lot number 1269084 for similar events and no other complaint was identified. Review completed utilizing keywords: packaging damaged based on the investigation and risk management file review, the most likely root cause determined from the investigation is mishandling of packaging, outside of zimvie control. Therefore, based on the available information, the alleged packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.   At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that packaging is damaged and implant fell down. Procedure was completed with another device.